Event description:
A customer contacted baxter to report that the connection between the titanium adapter and the patient connector was too loose. The doctor was reportedly able to remove the titanium adapter from the patient connector without difficulty while trying to change it to the new one. There was no patient injury or medical intervention. It is unknown if the titanium adapter was a baxter product or not. No further information is expected for this complaint.

Manufacturer narrative:
(B)(4). Second of 2 emdrs. The sample is not available and the lot number is unknown, therefore no evaluation or batch review could be performed. A 510(k) number will not be provided in the emdr, because the product is unknown at this time. A follow-up report will be filed should any significant supplemental information become available